Event description:
It was reported that during a procedure involving the closurefast catheter, the catheter tip melted. The treatment involved three segments of the right distal great saphenous vein, with a lesion length of 26mm and a vein diameter of 10mm. Minimal vessel tortuosity and minimal vessel calcification were reported. The procedure utilized tumescent infiltration and local anesthesia, and compression was applied using a transducer. The catheter was flushed prior to use. The issue with the catheter was discovered post-use, after the device was safely removed from the patient. There was no part of the coil exposed, coagulant build up was present on the coil and no error messages were noted on the rfg. The procedure was completed using a new closurefast catheter, and the vein was successfully closed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/coil. Microscopic examination revealed burning /bubbling of the fep layer of the heating element/coil. No coagulant or biologics were observed. Examination also revealed the heating element/coil of the device was not exposed the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 91.1 ohms - pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 112.9 ohms - pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 22.28 k ohms) - fail test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 10.41 k ohms) - fail tests 3 (resistor 1)test 4 (resistor 2) failed. Tests 1 2 passed and are inside the specification and acceptance criterion. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿the connected device is unsupported. Please connect another device.¿ being seen on both rfg2 and rfg3 generators. The device was disconnected and reconnected; however, the same error messages appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.